Event description:
Device 1 of 2: reference MFR report number: 3006705815-2018-03404. It was reported a cerebrospinal fluid (csf) occurred while the physician was placing a lead. The surgery was aborted after the patient aspirated and their oxygen dropped. Follow-up information indicated the patient fully recovered.